Manufacturer narrative:
The pump has been returned to animas but evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Event description:
On 12/22/2015, the reporter contacted animas, alleging a motor (rewind issue) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1: date of submission 02/04/2016. Device evaluation: the device has been returned and evaluated by product analysis on 01/22/2016 with the following findings: a review of the black box and alarm history reveal a ¿call service (cs) 064¿ motor alarm on (B)(6) 2015. During investigation, the rewind steps were performed correctly when the pump was powered on. A full 206 unit test cartridge was able to fit in the cartridge compartment after a full rewind. The ¿ez-prime¿ steps were performed correctly. There were no rewind issues or any errors, alarms or warnings. The pump¿s cover was removed; there were no intermittent conditions found to the motor circuit/assembly. No debris was found in the cartridge compartment. The reported ¿rewind issue¿ complaint was not able to be duplicated during investigation.